Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Contact alleged that the customer's pump had been calculating incorrect bolus amounts. The customer's blood glucose level was 132 mg/dl. Reportedly, when requesting boluses for food, the calculated bolus requests ranged from 34 units to 76 units, which were out of the customer's usual range. The contact confirmed that the customer did not deliver a bolus off of the incorrect bolus requests. Reportedly, the customer was in contact with health care provider (hcp) and frequent changes to the settings were being made. Review of the pump data logs by tandem's customer technical support (cts) showed that the pump on/off screen was successfully unlocked by the user and the carbohydrate settings had been changed on (B)(6) 2017 at around 7 p.m. The contact acknowledged that the settings were incorrect and cts assisted the customer on successfully making changes to the desired settings. Additionally, the customer programmed a test bolus and received an accurate bolus calculation.